Manufacturer narrative:
The customer reported they are seeing leaks at the midpoint of the tubing, and returned 5 samples. All 5 samples are of material mpx5305-c, lot 25029305, 1 was used, and 4 were unopened. Upon initial visual examination, the sets had no defects or abnormalities. The used set was tested first, and the complaint was verified with a very noticeable leak from the middle of the ysite. The ysite was examined under a microscope, and a molding issue in the plastic was discovered. There is a complete opening in the plastic itself from the mold issue. The manufacturing site found the root cause for the leakage to be related to he molding process. A corrective maintenance was performed on the cavity of the mold that caused the issue, after this lot was released. The molding cavity was polished to eliminate impact and avoid burrs. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that they had issues with leaking midpoint up tubing during infusions, medication admins and have had blood leak during non-locked use.